Event description:
When they were removing the catheter during the procedure, the physician noted the marker band was not moving. An exchange wire was in place and the marker band remained on it. Once they removed the catheter, the marker band was retrieved. The pt has sustained no adverse effect from this event.